Manufacturer narrative:
The malfunction was duplicated and evaluation of the device found that program software installed had become corrupted. The program software was re-installed to resolve the malfunction.

Event description:
Complainant alleged that during biomed testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.